Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred late (B)(6) 2018. UDI #: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the elevator broke while elevating tooth number one. The tooth was not loose in the socket, the elevator was used in between two teeth and was rotated counter clockwise. A different instrument was used to complete the procedure. There was no injury to the patient and no delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection reveals signs of mild use. It can be clearly seen that the tip of the elevator is fractured transversely. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force applied to the tip beyond what the elevator is intended to encounter during the tooth extraction process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.